Event description:
Dealer alleges when the rail was pulled down the pin and spring came out of the unknown bed rail mounting bracket into nurses hand.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.